Event description:
It was reported on 05/11/2026, that dr. (B)(6) called in and requested a remake of a silent nite 3d device because the upper right attachment broke off.

Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).